Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported patient outcome could not be conclusively established. The submitted log files contained data from 27sep2020 to 02oct2020. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information; however, no further information was provided by the account. Additionally, the customer reported that no additional information regarding the patient's outcome will be provided. The device was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020, due to multisystem organ failure. The outcome was not device or therapy related. The device was not explanted.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.